Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the station was slow and sluggish. A technical support specialist (tss) logged into the station, found and applied the knowledge article "station slowness summaries", and confirmed with the customer that the station slowness had been addressed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, multiple stations were slow and sluggish. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, multiple stations were slow and sluggish. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.